Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
Solero probe was placed into the patient. On attempt to begin the ablation, "error 209 - temperature > 52 degrees c". Displayed. An ablation was attempted at 140 watts. The system was restarted, probe reconnected, coolant was always cold with pump on. After multiple troubleshooting attempts error 209 continued to stop the ablation. The applicator was removed and set aside. Another 19cm solero probe placed. The treating physician was unable to localize / visualize lesion due to hematoma and bleeding produced from prior insertion. The physician determined to abort the procedure. (No device malfunction). The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one 19cm solero probe. The probe was put through a series of power tests. There were no temperature warnings observed during testing. Flow rate and thermocouple tests were run on the device to ensure there was no occlusion in the device, and to ensure the thermocouple was working properly. The device passed all testing. During the first power test, a leak was noticed from the outflow tubing and testing was stopped. This cut may have been the result of damage during use. Power and ablation testing were performed to the device because the leak was located on the outflow portion of the device. The reported complaint description of error 209 could not be confirmed. Inspection of the device showed a leak in the outflow tubing of the device. If the tubing was clamped too tightly during use, there would have been stagnant flow at the tip, resulting in a 209 error during the procedure. Clamping of the tubing may have also caused the cut in the tubing. A definitive root cause for the reported error 209 could not be determined. Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the lot history records was performed for the reported solero applicator lot number 5370558 for part number h7877001060020 for any deviations in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).